Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage and the physician noted that the core wire had detached from the closure device prematurely releasing the closure device in the appendage. The physician used transesophageal echocardiography (tee) to evaluate the position of the closure device. The physician noted that the device met position, anchor, size and seal (pass) criteria after taking measurements of it and was implanted in the desired spot. The closure device was left in position. There were no patient complications reported and the patient was discharged.